Event description:
It was reported that on literature review "acute acetabular protrusion: the hardinge approach for implant removal and one-stage hip reconstruction¿, one (1) patient after a tka surgery on the left hip on (B)(6) 2022 due to acute pelvic penetration of the acetabular shell, sustained three (3) dislocations during simple maneuvers (getting out of bed and sitting on the toilet) due to stemmed from an issue with the soft tissue tension. Patient required revision surgery on (B)(6) 2022 in which the acetabular cup was changed to a constrained liner which was cemented into the cage. Since this revision, there have been no further dislocations, and the patient is using a zimmer frame for walking while awaiting tha on the opposite side. No further information is available.

Event description:
It was reported that on literature review "acute acetabular protrusion: the hardinge approach for implant removal and one-stage hip reconstruction¿, one (1) patient after a tka surgery on the left hip due to acute pelvic penetration of the acetabular shell, sustained three (3) dislocations during simple maneuvers (getting out of bed and sitting on the toilet) due to stemmed from an issue with the soft tissue tension. Patient required revision surgery in which the acetabular cup was changed to a constrained liner which was cemented into the cage. Since this revision, there have been no further dislocations, and the patient is using a zimmer frame for walking while awaiting tha on the opposite side. No further information is available.

Manufacturer narrative:
Internal reference number: (B)(4). H10: this complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required. Mencia mm, cruz pph, lewis s, harnanan d. Acute acetabular protrusion: the hardinge approach for implant removal and one-stage hip reconstruction. Ortop traumatol rehabil. 2023 oct 31;25(5):259-265. Doi: 10.5604/01.3001.0053.9674. Pmid: 38088100.